Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2012 alleging the patient had elevated blood glucose (bg) the prior night ((B)(6) 2012) of 405 mg/dl and was positive for ketones and nausea. The reporter stated the patient was taken to the hospital emergency room (ER) for treatment. The patient was reportedly treated at the ER with IV normal saline and insulin of an unknown amount. The patient reportedly stayed on insulin pump therapy. The reporter stated the patient was discharged from the ER to home on insulin pump therapy with a bg of 198 mg/dl at 5:30 am on (B)(6) 2012. The patient was reported to be feeling fine at the time of the call to animas. The reporter stated that the last site change was the prior evening. On review of the pump history, the prime history showed that the tubing was primed with only 0.6 units of insulin. The reporter confirmed the patient did not see drops coming out of the tubing when the tubing was primed. On review of the patient's technique, it was discovered that the patient was not holding down the ok button on "go prime." The animas representative instructed the reporter on proper priming technique. On review of the insulin pump, the animas representative determined there was no defect found with the insulin pump. This complaint is being reported because the patient reportedly received medical intervention for signs and symptoms suggestive of hyperglycemia while insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the black box shows dates from (B)(6) 2013. The pump was used after the original complaint date (B)(6) 2012 and all histories and black box data for event have been overwritten. Current pump history shows no alarms related to the complaint; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose. The pump passed a delivery accuracy test successfully. The units remaining were correctly calculated and written to the pump history. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The battery compartment is cracked at case seal. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.